Event description:
Report received from the USA regarding an attachment device in which, during an ear surgery, it was observed that the device ¿would not spin correctly". There was a five minute delay as a result. An identical spare device was available for evaluation. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was tested and the reported condition was not duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).